Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard the information on the previously submitted medwatches related to this complaint as it was found that the batteries had actually reached two years of age. The service message that appears is an expected response when the batteries reach two years of age, and is not representative of a malfunction of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) returned to the user facility and replaced the batteries. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) stated that the battery issue was just the two year warning that is associated with the latest software upgrade even though it is not time to replace the battery yet. The unit operated to the manufacturer's specifications. Per data log analysis, the system log goes back to a power up on 12-jul-2019. The previous power up date was 07-may-2019, over 60 days of storage. That battery capacity was 10/16 at power up. The user was notified the battery life exceeded two years. The user chose to perform the battery test and the battery voltage started at 23.398 volts (v) and quickly dropped to 21v which caused capacity to be set to 0/16. The log showed the user was notified of the battery life exceeded on each power up and power down. The batteries were allowed to fully charge on 13-jul-2019 but only made it to 11/16. All indications are the batteries need to be replaced.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "you have exceeded the 2-year service life of your batteries" message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2019 during a cpb procedure, the team had a message appear stating that they had exceeded the two year service life of the batteries. Their system was on and hooked up to alternating current (ac) power. This message did not delay the continuation of the surgical procedure. The system did not lose ac power during the procedure. There was no harm or blood loss associated with the event.